Event description:
It was reported that stent dislodgement occurred and the procedure was canceled. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). After a 6f guidezilla ii guide catheter was engaged to the lesion, pre-dilation was performed with unspecified balloon catheter. After that, since intravascular ultrasound (ivus) was also able to cross the lesion, a 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, it had difficulty crossing the mid rca and the stent dislodged from the balloon. The stent remained in the coronary artery undeployed. Since peripheral flow was maintained, the procedure was ended to avoid additional complications. No patient injury was reported.

Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR.: synergy xd mr ous 3.00 x 28mm stent delivery system was returned for analysis. The device was returned without the stent attached. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and there were no signs of positive pressure applied. Crimp markings were visible. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section found no issues along the shaft. No other issues noted with device.

Event description:
It was reported that stent dislodgement occurred and the procedure was canceled. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). After a 6f guidezilla ii guide catheter was engaged to the lesion, pre-dilation was performed with unspecified balloon catheter. After that, since intravascular ultrasound (ivus) was also able to cross the lesion, a 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, it had difficulty crossing the mid rca and the stent dislodged from the balloon. The stent remained in the coronary artery undeployed. Since peripheral flow was maintained, the procedure was ended to avoid additional complications. No patient injury was reported. It was further reported that the combination of delivery system such as the guidewire, delivery catheter and guiding catheter were disjointed.

Event description:
It was reported that stent dislodgement occurred and the procedure was canceled. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). After a 6f guidezilla ii guide catheter was engaged to the lesion, pre-dilation was performed with unspecified balloon catheter. After that, since intravascular ultrasound (ivus) was also able to cross the lesion, a 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, it had difficulty crossing the mid rca and the stent dislodged from the balloon. The stent remained in the coronary artery undeployed. Since peripheral flow was maintained, the procedure was ended to avoid additional complications. No patient injury was reported. It was further reported that the combination of delivery system such as the guidewire, delivery catheter and guiding catheter were disjointed.